Event description:
We chronically have events (approximately 122 in the last year at only one of our hospital sites) at where users forget to clear out the chart of the previous patient when setting up the next patient for an ECG [electrocardiogram] and therefore upload the ECG information into the incorrect chart. This workflow is cumbersome and counterintuitive. New staff need explicit training on this, which is burdensome. In many instances, the ECG results are not able to be matched to the correct patient or may guide incorrect care decisions based on the ECG of another patient. There is an opportunity for the ECG manufacturer to automatically exit the patient's chart when a new patient is scanned into the system, without requiring the extra user step of clearing the previous chart. Recommend manufacturer investigate how to clear previous patient's chart automatically when a new patient bracelet is scanned. Ideally, the ECG machine would automatically load the chart of the patient who has just been scanned. This is what users would expect, and would have an enormous positive impact to care. This is a known issue that is a consistent burden for staff, which has been present for years. This may require additional integration with epic.